Event description:
It was reported that data from detector two of this dual head camera was intermittently being associated with the wrong patient name. The situation was detectable by the user and no injury or diagnostic error has been reported.